Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level at the time of incident was 500 mg/dl and the current blood glucose level is 415 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated high blood glucose with bolus. The customer also reported that the insulin pump had no delivery alarm and resolved by complete set change. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. Customer was using the insulin pump when the incident was reported. The insulin pump will not be returned for analysis. Frn-unk-rsvr; unomed set.